Event description:
It was reported that the customer was in the hospital three times in two months for diabetes ketoacidosis and high blood glucose. It was stated that they requested have someone to come in the hospital to check the insulin pump. The caller stated that insulin squirted out and the customer did receive an error message of undeliverable insulin. The customer experienced nausea and vomiting prior to the event. Troubleshooting was declined as customer requested having the device replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.